Event description:
A us distributor contacted zoll to report that a patient had back problems and could not wear the lifevest equipment. Patient reported going to the ER where they were given pain medication. There was no alleged device malfunction contributing to the irritation. Outcome of the back pain is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.